Event description:
This event was captured based on literature review. It was reported that the patient presented with severe claudication of the right thigh and calf. Angiography revealed a chronic total occlusion (cto) of the proximal and mid external iliac artery (eia) and a 90% stenosed lesion at the ostium/proximal internal iliac artery (iia). A confianza guide wire was used to cross the cto of the eia and a fox sv balloon was advanced and used for balloon angioplasty of the lesion. During and after balloon angioplasty, the patient experienced severe pain in the hip, right groin, and genital area. Repeat images showed compromised flow in the right iia. There was no evidence of perforation at the site of the pain. A prowater guide wire was advanced in the right iia and the fox sv balloon was inflated for further ballooning at 4 atmospheres with establishment of normal flow in the vessel with less than 20% residual and immediate resolution of the pain. The flow in the iia remained normal; however the patient also experienced similar pain during post-dilatation of a distal common iliac (cia)/ostial eia stent, which resolved with deflation of the balloon. The patient was discharged home with no complications and did not have any recurrent hip or groin pain in the 6-month follow up period. It was concluded by the author of the literature, that acute loss of flow during a percutaneous intervention can cause severe pain. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2012, 6 months prior to publication. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.